Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated she had a fall and the hcp figured the device must have moved so they turned stimulation off. She states that the hcp assistant turned the device off with a magnet because she couldn't get the device to be turned off with the device that she had with her. Patient stated the modum part is against her skin. She expresses the ins feels like a wallet in her back pocket. Patient stated the ins is pushing against her skin. There were no further patient complications are anticipated or expected as a result of this event.